Event description:
The manufacturer received information alleging a patient passed away while using a ventilator. The information indicates emporium is unable to recover the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.